Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that of connector damage and missing hang clip, the output connector assembly and the hanger assembly were broken. It was additionally noted that one case screw was contaminated and that a firmware update was done to improve boot time. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Inspected electrical and mechanical parts, re-calibrated and functionally tested. Passed final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had ventricular connector damage and that the hang clip was missing. The epg was returned for service. There was no patient involvement.